Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving baclofen via an implantable pump for intractable spasticity indications for use. It was reported that the patient had magnetic resonance imaging (MRI) but the pump continued to stall after more than 2 hours. The company representative (rep) stated that he has had pumps that have not recovered from motor stalls in the past. The healthcare provider (hcp) asked about supplementing with oral baclofen. The hcp asked at what point should the patient be redirected to neurosurgeon for a pump replacement. The technical services (ts) advised that this would be at the discretion of the physician but advised the physician that the pump more than likely will recover after an MRI and supplementing oral medication would likely be appropriate for baclofen patients. See pe 708572277 for other pump.